Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device failed visual inspection due to the damaged and missing parts of the electrical ports. Quality engineering evaluated the device and it was found that the lock ring from the trigger was loose and the trigger was misaligned. Therefore, it was not possible to fully depress the trigger and the handpiece did not reach the required speed. Furthermore, some of the lamellas of the battery contacts were missing or were partly detached. For testing purposes, the lock ring of the trigger was tightened again and the handpiece was tested again and it reached the required speed. It was further determined that the device failed pretest for general condition, check for sticky trigger, check function of the device, and check oscillation frequency. It was noted in the service order that during an unspecified surgical procedure it was observed that the trigger of the device was unstable and rotated, and even if the trigger was pulled all the way, oscillation function remained low. The root of the trigger was protruding from the oscillator. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate.the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).